Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis (fa) engineer performed additional analysis of the site's system logs. The fa engineer noted the following: the logs show the last event was a shift from roll to fire that is not one of the four shift events that is commonly logged. Per system analysts, any time an uncommon shift event gets logged, it typically indicates a shifting failure. Since the shift was from roll to fire, and the complaint states would not fire, this shifting failure confirms the customer reported complaint. A shifting failure prompts a user interface (ui) message instructing the user to use the stapler release kit (srk), which also aligns with the reported complaint of using an emergency key. It is unclear why the srk did not work during the case since the instrument was manually unclamped with an in-house srk without any issue. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff allegedly could not remove the endowrist stapler 45 instrument while the instrument was grasping colon tissue. In order to retrieve the endowrist stapler 45 instrument, the surgical staff utilized an unspecified traditional laparoscopic stapler instrument and transected tissue around the jaws of the endowrist stapler 45 instrument. However, at this time, the root cause of the customer reported failure mode is still unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a green stapler 45 reload (part 48445g-03; lot m10170301-0231) with the stapler 45 instrument involved with this complaint and completed investigations. A visual inspection of the green stapler 45 reload was conducted and no damage was found. Based on the current and additional information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff allegedly could not remove the endowrist stapler 45 instrument while the instrument was grasping colon tissue. In order to retrieve the endowrist stapler 45 instrument, the surgical staff utilized an unspecified traditional laparoscopic stapler instrument and transected tissue around the jaws of the endowrist stapler 45 instrument. However, at this time, the root cause of the customer reported failure mode is still unknown.

Manufacturer narrative:
The endowrist stapler 45 instrument was returned to isi for evaluation. The instrument was found to be in a hard clamp position of the grips. Failure analysis was able to successfully remove an unfired stapler 45 reload from the stapler instrument using a stapler release kit (srk). A new reload was installed onto the stapler instrument's grip housing. The stapler instrument was placed on an in-house system and passed initialization. The clamp, fire, and unclamp functions of the instrument performed successfully. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. The system logs reveal that during the first install of the endowrist stapler 45 instrument, a shifting failure occurred prior to an attempt by the surgeon to fire the instrument. A shifting failure prompts the user to use a srk. Shortly after the shifting failure occurred, the surgical staff pressed the e-stop button and the fault was recovered. This sequence occurred two times, roughly two minutes apart. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff allegedly could not remove the endowrist stapler 45 instrument while the instrument was grasping colon tissue. In order to retrieve the endowrist stapler 45 instrument, the surgical staff utilized an unspecified traditional laparoscopic stapler instrument and transected tissue around the jaws of the endowrist stapler 45 instrument. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, the endowrist stapler 45 instrument closed on colon tissue but allegedly would not fire or open. The initial reporter also claimed that the endowrist stapler 45 instrument would not even open with the use of an emergency key. On 09/12/2017, intuitive surgical, inc. (Isi) obtained the following information from the surgeon regarding the reported event: the surgeon used an unspecified traditional laparoscopic stapler instrument to divide the colon/rectum on either side of the robotic stapler. The surgeon indicated that the surgical procedure was continued with no conversion to traditional laparoscopic surgery or open surgery. In addition, no extra anesthesia was administered.